Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD patch malposition was causing cardiac compression and left ventricular distortion including left ventricular tamponade. The patch was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6721s-50 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a prophylactic revision procedure, the right ventricular (rv) epicardial leads exhibited low impedances. The leads remain in use. No patient complications have been reported as a result of this event.